Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/18/2025, it was reported by a sales representative via sems-(B)(4) that an ar-13998 labral scorpion broke during use with the jaw broken off. There were no adverse effects on the patient. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 03/25/2025: the jaw did break off in the patient but all parts were retrieved. This occurred on (B)(6) 2025 for a labral repair procedure. They ended up switching to a suture lasso after the scorpion broke. Retrieving the broken piece added roughly 5 minutes to the case. There was no additional anesthesia administered, and the patient has not reported any adverse effects because of this. The needle was still functioning and not broken upon inspection.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted the top jaw of an ar-13998 labral scorpion batch number: 49853 had broken off and the broken fragment was observed to have been retrieved. Wear and tear was also noted to the surface of the device with discoloration and faded laser markings observed. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging from repeated usage/reprocessing.